Event description:
A surgeon reported a pt who experienced a vascular occlusion following intraocular lens (iol) implant surgery. The pt had a history of right carotid artery plaque (pre-existing). The pt's visual acuity postoperatively was finger counting. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No further info is expected. (B)(4).